Event description:
It was reported that the patient had undergone a planned removal of a prodisc-c at c4-5 for an unknown reason. The patient was revised to a fusion with a competitor's spacer. There was no surgical delay or patient harm. The procedure was successfully completed. This complaint involves an unknown prodisc-c implant. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Unknown prodisc-c implant, part and lot numbers are unknown; UDI # unknown part number, UDI is unavailable. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.